Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported that while trying to remove a sensor, she experienced bleeding that seeped through the sensor adhesive. The patient tried to apply pressure to the area and do a tourniquet, however the bleeding still continued. She covered the area with a bandage and visited her doctor. Upon visiting her doctor, the doctor noticed that the bandage was soaked with blood. The doctor performed a heat cauterization to stop the bleeding. The patient does not recall if she was given any anesthesia before the cauterization was done. No medication was given to the patient. The patient said that she is not taking any blood thinners. At the time of the call, the patient said that she was fine. The bleeding has stopped. There is a darkish red bruise the size of a pea in the area where the bleeding happened. At the time of the report, patient condition was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.